Event description:
It was reported that during an unknown plastic surgery procedure, clip cut the vessel.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2025 d4: batch # m9ak9k additional information was requested and the following was obtained: "was there any other issue noted with the staple line other than bleeding? There were no other problems with the stapling line apart from bleeding. 2-how was the bleeding controlled? The bleeding was controlled using forceps and then by electrocoagulation. 3-how much blood was lost (ml)? I do not know the amount of blood lost. 4-did the patient require a transfusion? The patient has not been transfused. 5- was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) To date, there are no consequences for the patient due to this event. The ligaclip clamp was used several times during the procedure with the same problem each time." Investigation summary the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the mcm30 device was returned with a clip in jaws and with no apparent damage. In addition, the tyvek was returned along with the instrument. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining twenty-four(24) clips as intended. Although no conclusion could be reach on the cause of the reported event, the instructions for use do contain the following caution: ensure that a clip is in the jaws. Position the jaws so that the clip completely surrounds the vessel to be ligated. Fully squeeze the handles together until they stop. As the handles are squeezed, the clip closes and occludes the vessel or tubular structure. Fully release the handles to return the instrument to its original open position. The next clip is automatically advanced. Inspect the jaws after each clip application to ensure the presence of a new clip before applying the next clip. Repeat steps as necessary to continue ligation of tissue. For optimal performance, periodically clean the instrument during the procedure by submerging the jaw and distal end of the applier shaft in saline. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.